Event description:
It was reported that the asymptomatic patient presented device data via remote transmission with non-sustained lead noise due to post-paced t-wave oversensing on a stored egm. Programming changes were recommended. Device remains implanted.

Event description:
New information notes that programming changes were made, however, the device was post-paced t-wave oversensing again. Programming changes were recommended. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.